Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a change in the intrinsic morphology. The sensing vector was set to the primary vector. Technical services discussed some testing and programming options with the caller. There were no additional adverse patient effects. The system remains implanted.